Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Since operative reports were provided, the expertise of a medical consultant was requested. His statement is as follows: "unfortunately-without the x-rays- we cannot make any statement and have to trust the reported issues of the involved parties in this case. Without the x-ray it is also difficult to say anything substantial about the pain. If there is a breakage of the implant, that would result in non-union of the toe and thus pain will persist. The radiolucency reported would be a sign of implant loosening, which could also result in pain and non-union. I would understand the smart toe implant as a device to correct a hammertoe deformity. Nothing can be said about the cause of the breakage without the x-ray, however." As a conclusion, more detailed information about the complaint event such as the x-rays must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "primary surgery took place in (B)(6). The patient reported unchanged pre-existing load-dependent pain in the left forefoot, with the toes ll - lv equally painful. Left foot: integument intact with scarring without irritation. Pain provocation when manipulating the prp joint dig. Ll - lv. Dlp joint _deg dig. IV in a subluxated plantar position. Beginning mallet toe shape also ll and lll, but can be repositioned. Squeeze-iest negative. No mulder's click. Moderate plantar hypertension mtp v-joint. Po-nas intact. X-ray foot to the side / oblique left from (B)(6) 2020: new lysis border around the distal implant component in the middle phalanx IV and fracture of the proximal implant component in the proximal phalanx IV. The smart toe implants in the 2nd and 3rd beam intact and without signs of easing with also advanced consolidation. Well known st.n. Hamme toe correction dig. Ll-lv using smart toe lmplantaten with new fracture and loosening of the implant in dig. Lv and lack of consolidation there. No progressive degeneration. Not a morton's neuroma. A new clinical and radiological rupture of the smart toe implant of the dig is evident. IV. In addition, there was a slight lightening seam around the smart toe implant in the middle phalanx, and an increasing mallet toe malalignment compared to the previous examination with overloading of the distal phalanx llfsubungual. After a detailed discussion with the patient, come to an agreement, we jointly adopt a wait-and-see approach with regular clinical and radiological follow-up checks, for the first time after 3 months. If the lightening margin increases, the next step to be discussed is surgical removal."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "primary surgery took place in (B)(6) 2017. The patient reported unchanged pre-existing load-dependent pain in the left forefoot, with the toes ll - lv equally painful. Left foot: integument intact with scarring without irritation. Pain provocation when manipulating the prp joint dig. Ll - lv. Dlp joint _deg dig. IV in a subluxated plantar position. Beginning mallet toe shape also ll and lll, but can be repositioned. Squeeze-iest negative. No mulder's click. Moderate plantar hypertension mtp v-joint. Po-nas intact. X-ray foot to the side / oblique left from (B)(6) 2020: new lysis border around the distal implant component in the middle phalanx IV and fracture of the proximal implant component in the proximal phalanx IV. The smart toe implants in the 2nd and 3rd beam intact and without signs of easing with also advanced consolidation. Well known st.n. Hamme toe correction dig. Ll-lv using smart toe lmplantaten with new fracture and loosening of the implant in dig. Lv and lack of consolidation there. No progressive degeneration. Not a morton's neuroma. A new clinical and radiological rupture of the smart toe implant of the dig is evident. IV. In addition, there was a slight lightening seam around the smart toe implant in the middle phalanx, and an increasing mallet toe malalignment compared to the previous examination with overloading of the distal phalanx llfsubungual. After a detailed discussion with the patient, come to an agreement, we jointly adopt a wait-and-see approach with regular clinical and radiological follow-up checks, for the first time after 3 months. If the lightening margin increases, the next step to be discussed is surgical removal."